Event description:
Pt's mother reports pt's last site change was (B)(6) 2024; no problems with current site and no pain reported at this time. Mother states pt's previous site had some leakage and redness which indicated that it was time to change it. Mother also reports that there was one tubing malfunction during the past month. Mother states pt's pump alarmed that remodulin had stopped infusing so they checked for location of blockage. Mother reports there was no remodulin coming out of the needle so she wasted the rest of that cartridge and treated a new mix. Mother cut the end of defective tubing and found a piece of loose plastic inside where the tubing meets the needle. Mothers states that it seemed like there was a stress fracture at that part of the tubing. Mother reports remodulin had been infusing on that pump and with that tubing for at least a day. Mother reports the pt did not experience any changes in breathing or symptoms from this event. No interruption in therapy reported. Mother did not keep the malfunctioning tubing and does not have the lot number or expiration date of the defective product. Mother denied pharmacy offer to dispense extra tubing at this time. No further info, details or dates available. Sq remodulin ms3 pt. Reported to cvs/caremark by: patient/caregiver.